Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered into safety mode and was recommended to be replaced. At this time the ICD has been explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.